Event description:
It was reported that the presented for a scheduled generator change. Upon interrogation, prior to the procedure it was noted that the right atrial lead exhibited over-sensing noise. The lead was capped and replaced on (B)(6) 2021. The patient condition was stable post-procedure.